Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Transesophageal echocardiography (tee) was used during procedure. At 0 degrees, orifice was 25mm and landing zone was 16mm. At 45 degrees, orifice was 25mm and landing zone was 13mm. At 90 degrees, orifice was 25mm and landing zone was 12mm. At 135 degrees, orifice was 22mm and landing zone was 12mm. The size of the device was chosen using sizing chart and imaging. Left atrial pressure was 11mmhg, and 1000ml of fluid was provided. The device was deployed with no recaptures, and sandwich technique was utilized. The close criteria were satisfied, and a tension test was performed. No leak was observed. The device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2024, on 90-day follow up, it was discovered that the device had embolized from the left atrial appendage into the aorta and traveled through to the groin, which was discovered on tee and computed tomography (CT) scan. Minimal obstruction of blood flow noted at the aortic bifurcation. On (B)(6) 2024, the device was removed from the groin via percutaneous retrieval. The physician believed that the cause of the embolization was due to patient converting from atrial fibrillation to normal sinus rhythm. The patient recovered and was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the reported device embolization was believed due to patient converting from atrial fibrillation to normal sinus rhythm. The surgical intervention was a result of case-specific circumstances as the device was surgical removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received were not sufficient to conduct a review. There is no indication of a product quality issue with regards to manufacture, design, or labeling.